Event description:
It was reported that the site were having issues with the handheld and it would keep freezing on the interrogation successful screen. Site could fix the issue by re-seating the flashcard every time, but were tired of having to do this so frequently. New handheld was requested. New handheld was shipped to the site and the old one was returned to MFR for product analysis. Analysis was completed on the handheld and no anomaly was found. The hhd performed according to specifications. Analysis was completed on the flashcard and the reported allegation was verified. The alleged screen freeze complaint is a known issue that has been evaluated with the (B) (4) handheld computer. The MFR has already identified that under certain type of conditions this screen freeze event can occur.